Manufacturer narrative:
Additional narrative: patient height reported as (B)(6). Patient initials: (B)(6). Event date: unknown. This report is for an unknown acdf device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. It is unknown if the device has been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported (B)(4) study patient ID (B)(4) was implanted with unknown anterior cervical discectomy and fusion acdf device, at levels c6-c7 on (B)(6) 2004. No complications were noted during surgery. Patient was discharged to home on (B)(6) 2004. The patient did not complete the study, lost to follow-up and patient was last seen on (B)(6) 2006. The following complications were noted: on (B)(6) 2011: moderate anticipated event, patient was doing well until (B)(6) 2007 when she began to develop posterior cervical pain radiating into her trapezius, deltoid and biceps. She started to feel weakness in her right upper extremity; revision of a non-healed fusion at c6-7 level was recommended, subject did not return to doctor's office; status: ongoing. This report is for an unknown acdf device. This is report 1 of 1 for (B)(4).